Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The spouse states the pump alarmed for motor error. The customer's blood glucose level at the time of incident was 202mg/dl. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test and motor error alarm during the basic occlusion test due to loose protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump passed operating current and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.